Manufacturer narrative:
One battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller serial number (B)(4), which provided the logs for this analysis, had been upgraded to smr and did not log any alarms within the analyzed period. However, review of the log files revealed several occurrences of power switching events due most likely due to communication anomalies between battery and controller and momentary disconnections that might have created the beep heard by the patient. The batteries that lost communication were: (B)(4). In addition, the logs revealed that batteries ((B)(4)) suffered a momentary disconnection during use. The most likely root cause of the reported event can be attributed to a communication error between the controller and the batteries and/or momentary disconnections. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Isolated alarms that are not associated with changes in pump function or changes in patient condition would result in user annoyance with no effect on the function of the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The IFU cautions the user to always have a backup controller and batteries available. Users are instructed to return any damaged components to heartware. Any observed damage would be mitigated by the exchange of this component for another one. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that one of the patient's batteries gave a low priority beep every now and then.  This beep was not associated with a depleted battery or a message on the controller display.  The battery was exchanged with no reported patient consequence. The site indicated that no further information would be available.